Event description:
A manufacturer representative and the patient reported that the patient had not used their implantable neurostimulator (ins) in over 2 years prior to the report and it was in overdischarge. The patient had issues with their implant and got aggravated since it would never stay where it needed to stay and the patient always had to change their programs. They were working on pulling the ins out of overdischarge. They had used the antenna locate feature and performed one full physician recharge mode (prm). After the prm they were able to get 8 coupling bars and charged the ins for a couple of hours until the battery was at 25%. They tried to interrogate the ins using the clinician programmer but it failed because the battery was discharged. They charged again past 50% and tried to interrogate but the clinician programmer said the battery was discharged again. They were finally able to interrogate the ins and they saw a 0x8 power on reset (por) message. They cleared the por and turned the stimulation on and the patient was feeling stimulation but the battery depleted shortly after turning the stimulation on. Additional information received indicated that the device was giving off stimulation again. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.